Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the shaft of the access sheath was fractured when the device was advanced into the patient's ureter. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned navigator hd access sheath revealed that the dilator was slightly bent most likely caused by return shipment. It also presented numerous whitened areas caused by stress. The sheath was fractured at approximately 27 cm from the distal end. The condition of the returned product confirms the reported event. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a ureteroscopy procedure performed on february 17, 2016. According to the complainant, during the procedure, the shaft of the access sheath was fractured when the device was advanced into the patient's ureter. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.